Event description:
(B)(4) essure placed (B)(6) 2014. From that time I had extreme back pain, pelvic pain, bloating, migraines, brain fog, hot flashes, night sweats, loss of libido, painful intercourse, joint pain, depression, anxiety. Had total hysterectomy (B)(6) 2016.